Event description:
One touch basic enhanced meter was prompting the apply sample message. The medical affairs specialist spoke with the pt to obtain additional information. The pt reported that they had been unable to test for three months due to the issue. As a result of not testing, they have stopped taking their regular and nph insulin during the three months. They have contacted their physician and were advised to go to the ER to have their blood glucose level tested. On the day of concern they had been experiencing sweaty palms. They had a cab service drive them to a clinic, where a result of 576 mg/dl was obtained on the clinic's meter. They were administered insulin and a result of 240 mg/dl was obtained prior to their release. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The pt had stopped attempting to test and taking their insulin for three months. They did not attempt to test on the day of concern. The customer care representative verified that a sufficient sample size was applied to the test strip and the pt was using correct testing technique. The ccr retested with a new test strip and a test strips from a new vial; however, the test would not start. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were sent.